Event description:
As reported by the edwards field clinical specialist, during a transapical tavr case the 23mm sapien valve was deployed in a too ventricular position resulting in paravalvular leak [pvl]. In order to mitigate the aortic insufficiency a second valve was implanted distal to the first valve, however during deployment of the second valve the balloon on the retroflex 3 delivery system ruptured. The first delivery system used was re-introduced and the second valve was successfully post dilated; the final valve position was 40:60 ventricular. Per report, during initial valvuloplasty, the balloon received about 5cc¿s before it burst due to a severe calcific nodule at the sinotubular junction [stj]; this was done without rapid ventricular pacing due to the patient¿s low pressure. The retroflex 3 delivery system was then advanced, the valve was placed in a 50:50 position within the annulus and deployed under rapid ventricular pacing. Due to a nodule of calcium at the stj, the valve moved ventricular landing in a 20:80 position and causing moderate to severe paravalvular leak. At this point, the patient's pressure was 83/20mmhg with minor hemodynamic support. A second valve was then prepped and placed distal to the first valve; however, during deployment the delivery system balloon ruptured and the second valve was pushed down landing just distal to the first valve. The first valve¿s delivery system was then re-advanced and post dilatation was performed for complete valve expansion. The patient recovered well; blood pressure was 134/50mmhg and there was mild to trace pvl. The events [i.e. Bav and rf3 balloon ruptures and placement of the valve too ventricular] were attributed to a nodule of calcium at the stj. The pre-deployment position of the first valve was approximately 50:50. The degree of native valve, leaflet calcification was described as severe; the aortic root calcification and mitral annular calcification was moderate. The coaxial alignment of the delivery system and the valve was described as good; the image intensifier angle was good; there was no loss of pacing capture during valve deployment and ventilation was held. The stj diameter was 21mm and sov diameter was 26mm. This patient¿s ejection fraction was 45%.

Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, patient factors [severely calcified native valve/leaflet/ and stj] appear to have caused or contributed to the ventricular malposition of the sapien valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no. 2015691-2013-21740.